Event description:
The customer complains about dialyzer blood-leak. According to the fccir the filter was reused between 8 to 38 times. The blood-leak occurred 1 to 2 minutes after beginning of the treatment. The blood loss for the pt sustained estimated 250 ml as the extracorporeal circuit was not returned by clinical policy. No medical intervention or serious injury.